Event description:
Philips received a complaint on the heartstart xl+ indicating that the defibrillator can¿t be discharged and rfu window shows a ¿x¿. There was no patient involvement. . The field service representative checked the device error log and found evidence the high voltage was low / aged. The high voltage capacitor was replaced and then the device passed the operational check. The device was ready to return to service. Based on the information available and the testing conducted, the cause of the reported problem was a defective high voltage capacitor. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time an analysis was performed by a vigilance reporting specialist (vrs). The vrs determined that while no harm was alleged, recurrence of this failure mode during clinical use could cause or contribute to death or serious injury. Therefore, this failure mode meets the definition of a reportable malfunction. Appropriate regulatory reporting actions have been taken. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time.